Manufacturer narrative:
(B)(4). Device has not been explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the devices were used in an upper right humerus surgical neck fracture surgery on (B)(6) 2016. The surgeon applied a multiloc short nail. The surgeon inserted the nail, and three multiloc screws. After that, he tried to insert a locking screw. While inserting the screw, he checked the image and found that the screw was going in a different direction from the direction that had been drilled. Therefore, he tried to remove the screw. Although he pushed and turned a driver counterclockwise, the screw was pushed into the bone due to the counter force. He thought the explant with the driver might push the screw deeper so he tried to pull out the screw with forceps but he could not remove it. The screw tip did not reach the joint and also the screw head did not cut out. Thus, he decided to leave the screw in the body and completed the surgery. There is no further information available about patient and surgical outcome. There was a surgical prolongation reported but unknown for how many minutes. No explant surgery is scheduled; no other medical intervention was required. Concomitant device: screwdriver (part/lot unknown, quantity 1). This is report 1 of 1 for (B)(4).